Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
I have got info - waiting for more - from surgeon karen weigert. She last year had 4-5 rod break - failures, but she did think that it might be her failure, because she did not hear from other colleagues at that time, if they had some other situations with breaks - that is why I did not hear anything about it at that time. Right now she is busy, but in some days we might can find the patients data and get some info about the operations but we of course have no implants.